Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the patient followed-up with their healthcare provider (hcp) who told the patient to go to the emergency room to have the ins removed, but they ER staff would not remove the device. The patient called their hcp again, but did not want to meet the hcp in 2 hours. The patient ended up having a CT scan done and nothing abnormal was seen, but the patient turned the device off at 9:00 pm that night. The patient then woke up at 3:20, the next morning and indicated that it still hurt for 3 or 4 more days and the patient called someone and made sure the device was off. The consumer indicated that the patient was not sure if the fall was what caused their left hip to hurt of not, but the pain was bad enough that the patient could not hardly walk. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient was concerned that the implanted device had moved and was on a nerve. The patient hurt so bad and could not walk. The patient felt pain over the device and it radiated from the lead, to the device, down the right leg. The patient could not find their programmer remote to turn the device off. It was noted the patient fell on their right side on (B)(6) 2017 and had the device checked after. The patient also fell on the left side in 2012. It was reported the device tingled when the patient walked through stores. It was noted the device did not help with the patient¿s bladder symptoms. The patient was redirected to their healthcare provider (hcp) to discuss their medical concerns and questions. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.